Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ spinal pain. It was reported that the patient thought the lead may have moved. Patient is scheduled to see hcp on (B)(6) 2019 for investigation. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the patient was seen on (B)(6). No x-rays were performed therefore unknown if lead migration did occur or if it did not. It was unknown when the patient noticed it. An impedance check was done and it was found that all the impedances on the right lead were out. Cause was unknown. The other lead had normal impedances. Patient was programmed yesterday and was receiving adequate therapy. It is believed that the patient may have accidently increased stim and usually, the patient does not change settings himself.